Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on properly) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to physically damaged l602 inductor on the bedside pca. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the defective charger. Manufacture dates: belt: 5/2/2013, charger: 2/15/2011.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent gong alarms. A us distributor returned a patient's battery charger and reported that the charger was not powering on.